Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014, at 2:30 am. Patient's wife (B)(6) called in stating she came home to find the patient unresponsive and showing signs of having a seizure. The actual reading on the prodigy meter at the time of the event was 129 mg/dl. Paramedics were called immediately. After arrival, paramedics performed a blood glucose test using their meter with a result of 32 mg/dl. Approximately 25 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics tested patient's glucose again with the prodigy meter an obtained a result of 122 mg/dl and also tested again using their meter with a result of 32 mg/dl. Caller also stated that after the event around 4:30 am the patient purchased a new meter from walmart and tested his blood glucose with a result of 32 mg/dl, then tested again with the prodigy meter with a result of 121 mg/dl. Patient was given d50 IV and glucagon treatment by paramedics and not transported to emergency room. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 1.5 ua. The standard is <55 ua. Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution (low: 50 mg/dl, high: 263 mg/dl). All results were within the acceptable range.